Event description:
It was reported approximately one month post implant of the implantable pulse generator (ipg) system, the right ventricular (rv) lead thresholds were high. It was further reported, two months later, that the patient became bradycardic with heart rates below the programmed lower rate. There was possible loss of capture noted on the right ventricular (rv) lead on the current electrograms (egm). It was also reported the right atrial (ra) lead exhibited oversensing on stored atrial tachycardia/atrial fibrillation (at/af) egms with misclassification of events due to the oversensing. The rv lead was repositioned which successfully decreased the thresholds and there was slack added to the ra lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.